Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a (bolus button damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 08/29/2016. Product analysis: the device was returned and evaluated by product analysis on 08/05/2016 with the following findings: no damage was observed to the bolus button. The bolus button was unresponsive. Evaluation revealed the bolus button contact was damaged.